Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using an uphold vaginal support system, after the physician deployed the mesh legs through the sacrospinous ligaments, he used an alice clamp to pull on the legs' sleeves, instead of the dilators. This caused the sleeves to bunch and expose the mesh. Nothing detached inside the patient. Additionally, the physician complained that he could not get mesh placed deeply enough. The procedure was completed with this device, with no complications to the patient, who was reportedly "fine" immediately post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.